Manufacturer narrative:
Device evaluation: a retained cartridge was evaluated by product analysis on 08/25/2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the occlusion complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was above 500 mg/dl with nausea, polydypsia, and dry mouth on (B)(6) 2014. It was reported the pump alarmed for an occlusion issue prior to the reported hyperglycemia occurring. The reporter noted during troubleshooting with customer technical service they received an occlusion alarm after changing the infusion set tubing and were unable to prime without receiving an occlusion alarm. It was reported the pump did not alarm for an occlusion after the cartridge was changed during troubleshooting. This complaint is being reported because the reported hyperglycemia was attributed to a cartridge malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.